Manufacturer narrative:
A ge rep evaluated the system and repaired the ribbon cable, replaced the filament driver and generator driver boards, correctly connected the cb1 circuit breaker, replaced the batteries and battery charger. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported various error codes are being displayed. No pt injury was reported.